Event description:
It was reported that "inserter broke upon insertion of trial. It bent as we put it on the back table and used the other inserter."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.